Event description:
A patient was sitting on the aquatec rolling commode over the toilet. The nursing assistant had unlocked the brakes and was starting to roll the commode chair away from the toilet when the front right wheel snapped off. The nursing assistant stated the wheel was facing forward and when it broke it fell to the side.======================manufacturer response for shower/commode chair, aquatec ocean (per site reporter).======================distributor representative in contact with manufacturer regarding investigation.